Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 pro synchron clinical system generated erroneously low total protein (tp) results for thirty (30) patients. The erroneous patient results were reported out of the laboratory, and a physician complained of low total protein results. Repeat testing on the same and on an alternate instrument generated higher tp results. The patient results are shown in the attached file. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
No sample information was provided. Qc had been within the established ranges. Field service engineer (fse) ran a carryover performance verification test. The results passed the specifications but showed a slight bias between the customer's two instruments. The two instruments showed good correlation after the fse replaced sample probe.